Manufacturer narrative:
Additional information received on 04 april 2017 and includes: the patient was unstable. The surgeon swapped the poly. The surgery was completed successfully. Additional information received on 06 april 2017 and includes: the surgeon did a poly exchange of a size 3/12 ps insert for a size 3/14 ps insert due to varus valgus instability. No x-rays were available and no signs of infection nor loosening were observed. Batch review performed on 24 april 2017. Lot 134299: (B)(4) items manufactured and released on 24 october 2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of discomfort. The surgeon confirmed varus valgus instability. The surgeon decided to swap the poly.